Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-31. H6: investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported needle(s) bent. The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. No evidence of manufacturing defect was observed. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. Customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end is broken + gets stuck ". The returned pen needle was examined, and it was observed that the non-patient end (npe) cannula was bent. The npe cannula on the returned sample was not broken, therefore, the alleged issue could not be confirmed. No DHR review can be carried out as lot number is unknown. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that the non-patient end of the unspecified bd¿ pen needle broke and got stuck during use. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the non-patient end of the unspecified bd" pen needle broke and got stuck during use. The following information was provided by the initial reporter: "rear cannula end is broken + gets stuck."